Manufacturer narrative:
(B)(4). Date sent: 9/12/2024 d4: batch # 260c63 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received partially fired 1/2 with the reload pan partially dislodged from the left proximal side. In addition, 1 double driver is out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 260c63, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.